Manufacturer narrative:
Model and serial number were updated.

Event description:
It was reported that the device was drifting down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device was drifting down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The model and serial number have not yet been provided.